Manufacturer narrative:
The insulin pump had no unexpected low battery alerts noted during testing. The insulin pump passed self-test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had blank display anomalies during battery changes due to corroded battery tube noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer states their battery compartment was corroded. The customer states their blood glucose level was 380mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.